Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 (medical device problem codes). See correction made to medical device problem code below.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11. This follow-up report is being submitted to add "related report number" in the corresponding h10 field.

Event description:
Medwatch (mw5150986) received with the following information: "lumbar drain placement attempted which led to a retained catheter. Patient subsequently required surgical intervention for removal.".

Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) were reviewed and found no anomalies. However, based on the complaint description, the reported breakage occurred during catheter insertion and not during explantation (when the device was pulled from the patient). Therefore, the most probable cause for the breakage of the catheter is related to the technique followed by the health professional during implantation (insertion). It is likely that a repositioning of the catheter was made through the tuohy needle which could lead to transection of the catheter. However, this practice is contraindicated by the product instructions for use (IFU). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.